Event description:
While analyzer the heart rhythm of a pt the device did not advise shock for what appeared to be a shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.